Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via email indicating that they experienced low blood glucose levels of unknown. The customer was treated for the low blood glucose with soda. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.